Event description:
Supplemental report.

Event description:
The customer reported that the ventilator stop functioning while running and displayed an error code. The customer reported the ventilator was not in use on a patient, therefore was no patient harm or involvement. The manufacturer's quality group and engineering recommended replacement of the cpu board. Review of the diagnostic log history indicated the unit went vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.